Event description:
It was reported that a burst balloon occurred. The target lesion was mildly stenosed. A 6.0 mm x 100 mm, 80 cm ranger drug-coated balloon was selected for use in a lower limb angioplasty procedure. During the first inflation of the balloon, it ruptured at 10 atmospheres. The device was removed, and there was no device fragments left inside the patient. The procedure was completed using an alternate device. There were no patient complications as a result of this event.